Event description:
During remote follow-up an event of post paced t-wave oversensing was observed on the device. Technical support was contacted and reprogramming of the device is anticipated, but has not been performed yet. The patient was stable and will continue to be monitored.